Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the lens was torn into three (3) pieces and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens.(B)(4).

Event description:
The customer reported the surgeon heard a "pop" as the aq2010v three piece silicone lens was inserted and noted the optic was cracked after the lens was in the eye. The reporter stated the lens seems to get jammed on the right side of the cartridge. The lens was removed and replaced with another same model lens without any harm to the patient.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known consequences or impact to the patient. Torn material. Evaluation conclusion (not yet available evaluation in progress): based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. A current investigation involving cracked optics on the silicone lenses is ongoing. Once the investigation has concluded a supplemental medwatch form will be submitted. (B)(4).